Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient's ipg has reached end of life around nov 2021. It is unknown if this occurred prematurely. As a result, surgical intervention may take place at a later date to address the issue.